Event description:
Attorney alleges the plaintiff suffered capsule fibrosis of the left implant and had removal with replacement. Attorney also alleges the plaintiff suffered from serious physical complaints, pain in the chest, hot flashes, shortness of breath, nausea, sweating, immune system is severly impaired, continuous severe aches in the chest and back and movement of left arm is restricted.